Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04314. The pt received his scs system on (B)(6) 2011. It was reported the physician was moving the ipg pocket location due to discomfort (which required the addition of a new extension). It was reported the physician thought the ipg was too superficial and may have been irritating a nerve ending. During the procedure, when the new extension was plugged into the ipg, the torque wrench kept spinning the set screw. The physician replaced the ipg and the extension; both appeared damaged.

Manufacturer narrative:
Eval, results: the complaint was confirmed; the upper setscrew was found upside down inside the connector block. The product was not analyzed for the complaint of comfort, as it could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.